Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they took a fall down some stairs about a week ago on a wednesday. Patient stated they had x-rays done and they said one of the wires had migrated down and their doctor suggested that they call medtronic for any adjustments or anything like that they may need. Patient also stated they bruised their tailbone and at first they thought they might have fractured it, but their doctor looked at the x-rays and said it was just all bruised up and stuff. Patient mentioned there was extra pain from the fall. Patient mentioned that they went down the stairs on their back. Agent sent email to reps for further assistance. Rep noted they would call the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they did not know which specific lead migrated. Pt's implant image showed that the leads were placed in a staggered position and rep had not seen an updated x-ray since the fall. Rep reported nothing has been planned to resolve the issue at this time. Rep was able to provide pt with new programs that covered their painful areas and they left the appointment happy. Nothing else needed at this time.